Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low glucose episodes after dinner to approximately 69 mg/dl while using the ilet and then overtreated with oral glucose, resulting in subsequent hyperglycemia up to approximately 273 mg/dl. The patient reported confusion regarding meal announcement and appeared to announce meals when low, prompting assignment of additional training and a transfer for partner-led education. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included the need for troubleshooting, education, and additional training without hospitalization. Investigation included case review of reported alarms and user-reported behavior with coaching on low treatment and meal announcement. Investigation of this case revealed user-related factors, specifically meal announcement during hypoglycemia and overtreatment of lows, contributing to the glycemic excursions, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to hypoglycemia management and meal announcement.